Event description:
It was reported that a patient,(B)(6) male, underwent an atrial fibrillation (afib) procedure with an ez steer thermocool sf nav catheter and went into bradycardia and cardiac arrest which required CPR, medication and a balloon pump. It was noted that this patient had a medical history of chronic obstructive pulmonary disease, an ejection fraction of 35% and atrial fibrillation that may have contributed to this event. It was reported that during an afib case, the patient went into bradycardia and then pulseless electrical activity was noticed as the patient displayed no blood pressure. A full code was called in which the patient received CPR and medication. Insertion of intra-aortic balloon pump for pressure stabilization was required post code. The patient was reported to be in stable condition at the time this event was reported. Additional information was received on the event. The adverse event was discovered during use of biosense webster (bwi) products. The lasso catheter, ablation catheter, and ultrasound catheters were in the body at the time of the adverse event. The patient required extended hospitalization because of the adverse event. Physician¿s opinion on the cause of the adverse event is patient condition. Upon further review of the patient's most recent echocardiogram prior to the ablation procedure, the patient's ejection fraction was determined to be moderately to severely depressed, but was originally read as only mildly depressed. The physician would not have chosen an afib ablation as treatment with that information, but an atrioventricular node ablation with a biventricular pacemaker or defibrillator implant instead.

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with an ez steer thermocool sf nav catheter and went into bradycardia and cardiac arrest which required CPR, medication and a balloon pump. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the bradycardia remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 (model#m-4800-01 serial# (B)(4)) stockert (model# m-5463-01 serial#(B)(4)) cool flow pump (model# m-5491-02 serial#(B)(4)) soundstar catheter (model# m-5723-05 lot# s1413286) lasso catheter (model# d-1343-01-s lot# 17110264l) (B)(4). (B)(6). (B)(4).